Event description:
According to the reporter, a capsule failed to attach. The vacuum pressure during placement was 550 mmhg. No lubricant was used to facilitate capsule placement. The patient did not suffer from any adverse event during the procedure. The delivery system and the capsule will be returned to given. There was no harm caused to the patient due to the alleged device malfunction and no intervention required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy has been performed prior to the capsule procedure and the esophagus appeared to be normal. This site has been performing the capsule procedure for more than 5 years.

Manufacturer narrative:
Device evaluation: it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule delivery device and one capsule were received for investigation. The capsule was not attached to the delivery device. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.